Event description:
It was reported that a left ventricular lead had no capture and high threshold. The lead was found to be dislodged. The lead was removed, replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. The proximal conductor was found distorted, the outer insulation was melted, the lead was stretched, and blood/body fluid present on the proximal conductor; apparent explant damage.